Event description:
It was reported that episode of noise was observed. Vf was falsely detected. The lead was explanted and discarded in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).